Event description:
Customer called to report that there is a missing piece on her reservoir. Customer also reported that she cannot see the lcd screen on the insulin pump due to scratches. Customer reported that blood glucose was nearly 500 mg/dl and she gave herself a manual injection to bring down her blood glucose level. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.